Event description:
It was reported that during an unspecified procedure for a restenosis, a shaft break occurred. The target lesion was located in the saphenous vein graft. The maverick2 monorail catheter was inflated three times to a maximum of 14 atms. The shaft of the catheter broke during the third inflation. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "stable." Add'l info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the mfg records for this particular batch namely top assembly batch #8724964 found that the device met its material, assembly and product specifications. Should further relevant info become available; a supplemental medwatch report will be filed.